Event description:
The dr had difficulty removing the iab from the pt. The contact at the facility reported that the pt went on to expire from ami. Event complications: none from the event-reported 12/12/96. Pt's current status: expired-rpt'd 12/12/96.

Manufacturer narrative:
This follow-up MDR was mailed to the FDA on 4/25/97. Evaluation summary: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is a produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.